Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to theaspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: due to no sample was delivered, a physical investigation was not possible. However, the user report contains vague information about the use failure that allows to make assumptions regarding the root cause: it is described that during the intervention the guidewire started to rotate and got broken. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent thrombectomy & atherectomy procedure using aspirex device. It was reported that during a recanalization procedure via popliteal vein, the guidewire was allegedly stuck in the catheter. It was further reported that the guidewire and catheter was removed together. Reportedly, the middle of the guidewire was allegedly broken. The procedure was completed using another device. There was no reported patient injury.